Event description:
The patient reported a loss or change of therapy. She had had a change in bowel since implant and a stinging feeling in the butt, which comes and goes, as of (B)(6) 2016. Her bladder symptoms then got worse in (B)(6) 2016. The patient also asked what the max amplitude icon meant. She was able to switch programs and feel stimulation. She intended to see how the program worked and would contact her doctor about program 3 being at the max amplitude. The healthcare provider (hcp) later reported that there was no mention of the stinging sensation at the office visit on (B)(6) 2016. The patient had changed the programs, so the hcp wrote that may have resolved the sensation. The patient mentioned to the hcp that her bowel movements had been "stickier" than normal. She started a daily fiber supplement one week prior to (B)(6) 2016 to address the loose bowel movements. However, there was still no change as of yet. She was also having urgency incontinence and intermittent suprapubic pressure for the last two weeks. She felt she had no control over her bladder for the past week. She was having several large leaks or "gushes" per day and had used a full box of incontinence pads in the last week. There had been no improvement with program adjustments from the prior week and she was still taking daily oxybutynin, two in the morning and one in the afternoon. She denied any new medication or changes to her diet and there was no dysuria. The hcp and patient were advised to go back to program 2, where they had not tried increasing the amplitude of the signal. An x-ray was never completed. The device was interrogated and multiple electrode pairs were again out of range, but only one pair was out of range after increasing test parameters to 2.0 volts. At 1.0 volt the impedance of 2 & 3 was greater than 4,000 ohms and 0 & 3 was less than 50 ohms. At 2.0 volts 0 & 3 remained less than 50 ohms and the rest of the combinations were within normal limits. The hcp added an additional program to the patient controller and asked her to keep a voiding diary for three to four days while on the new program. It was fine for the patient to increase amplitude each day until relief was achieved. The bladder symptoms were addressed and follow-up was planned in one week to check for resolution. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient was still having incontinence. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.